Event description:
Information was received from a healthcare professional regarding a patient receiving bupivacaine 25mg/ml for a total dose of 13 to 16 to 13mg/day and unknown morphine 25mg/ml for a total dose of 16mg/day via an implantable pump for malignant pain. It was reported that the patient was in for a pump refill last week with morphine and bupivacaine 25mg/ml for a total dose of 13mg/day and the intrathecal dose was increased to 16mg/day. The patient was found sedated and unresponsive, so the patient had been in the intensive care unit (ICU) since friday ((B)(6) 2017). The pump was programmed to minimum rate mode friday ((B)(6) 2017) along with a narcan drip and was being intubated. The patient woke up "from episodes" and was starting to respond. On (B)(6) 2017 (yesterday) they resumed the intrathecal doses at 13mg/day, but then 3 hours later the patient became unresponsive again. It was noted that the pump refill was obtained from an "outside pharmacy" so they decided to do a system content removal procedure and inquired about steps to follow for that procedure. The location of symptoms was noted as other, and was noted as a sudden change in therapy/symptoms. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.